Event description:
A patient received an index cardiac ablation procedure on (B)(6) 2026 for paroxysmal atrial fibrillation. On (B)(6) 2026, patient experienced typical atrial flutter (adverse evet #1) categorized as moderate and serious defined by medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study devices were reported as causal for the varipulse and vizigo sheath and possible for the carto 3 system and trupulse generator. Relationship to the index study procedure was reported as possible. The adverse event is anticipated. The outcome is ongoing. Intervention was medications including anticoagulation (apixaban) and beta blocker (bisprolol). Intervention also included cardioversion. On (B)(6) 2026, patient experienced exertional atrial flutter (adverse event #2) categorized as moderate and serious defined by hospitalization with an admission date of (B)(6) 2026 and a discharge date of (B)(6) 2026 and medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or body function. The relationship to study devices was reported as not related and relationship to the study procedure as possible. The adverse event was considered anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was medication (apixaban, bisoprolol) and cardioversion. It was also reported that an unknown vagal response occurred that required pacing. The patient adverse events are being reported against the varipulse catheter as this is what delivers energy via direct contact with cardiac tissue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)